Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2012, a patient received a perceval pvs25 suturless aortic heart valve as part of the sure-avr trial. The manufacturer was notified of a serious adverse event, non-structural dysfunction / intra-prosthetic regurgitation 2+, which occurred on (B)(6) 2013.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. There is no evidence that the patient is symptomatic and no indication of device explant is reported. As such, no serious injury for the patient is identified. Since the device remains implanted, if new information is received the case will be reassessed and proper investigative actions will be taken. At this time the root cause of the reported non-structural dysfunction / intra-prosthetic regurgitation 2+, is unknown. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
The manufacturer received additional information that the patient passed away on (B)(6) 2016. The cause of death was deemed to be a cardiac death of unknown cause. With respect to the new case information, based on the original case investigation, communication with the site regarding cases of 2+ leak, and the review of the sure-avr clinical registry there is no indication that the reported patient death is related to the device in question. The previously reported root cause analysis does not change, and the root cause is still unknown.

Event description:
On (B)(6) 2012 a patient received a perceval pvs25 suturless aortic heart valve as part of the sure-avr trial. The manufacturer was notified of a serious adverse event, non-structural dysfunction / intra-prosthetic regurgitation 2+, which occurred on (B)(6) 2013. Per review of the sure-avr database the patient displayed a normal mean gradient at all three follow-ups after the reported non-structural dysfunction - intra-prosthetic regurgitation 2+, however, the patient had a central leak of 2+ at each of the follow-ups. The manufacturer received additional information that the patient passed away on (B)(6) 2016. The cause of death was deemed to be a cardiac death of unknown cause.